Event description:
"Bearing in tip is missing" was noted on customer repair paperwork. On follow up with the customer it was reported that no patient injuries or delays in surgery occurred but no additional information was obtainable regarding when or how the bearing separated from the attachment.